Event description:
It was reported that the device was explanted and replaced due to extended charge time.

Manufacturer narrative:
No medwatch form was received. The reported extended charge time was not confirmed in the laboratory. Based on device parameters, a longevity calculation was performed and the battery was within expected longevity. The power consumption of the device was tested on the bench and was found to be normal.